Event description:
Reporter alleged that during an unknown procedure on (B)(6) 2026, that during the surgery the vision on the surical console screen was not clear although the image was perfect on the aux screen. The procedure was converted to laparascopic surgery. No harm was reported in relation to this event. At the time of this report, nofurther information has been provided. Cmr surgicalltd does not consider this report and content to bean admission that its product is defective or that ithas caused a death or serious injury.

Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. The subject device has been inspected the issue was resolved through powercyclingthe surgeon console. Cmr surgical ltd does not consider this report and content to be an admission that its product is defectiveor that it has caused a death or serious injury.